Event description:
On 5/2001 the end-user's family member called minimed, USA and stated that cannula base detached from adhesive gauze. Adhesive gauze remained on skin. Last bg was up to 401, the set had detached and pt did not notice for several hours. On 6/14/2001 maersk medical rec'd the complaint and 1 used infusion set. The incident took place in USA.